Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, over deliver of medical fluid was observed. It was reported that the customer estimated some amount of medical fluid was supposed to remain in the cassette; however, none was found in it. No patient injury reported.

Manufacturer narrative:
Other text: a sample was received to perform an investigation. Functional testing was performed using a leak test, and no leak was detected. In addition, accuracy testing was performed, and the sample passed the accuracy test. A device history record (DHR) review could not be performed as the lot number was unknown. No root cause could be determined as the complaint could not be confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Corrected data: correction h5.